Event description:
The customer reported to olympus that when the videoscope's tip was bent, the screen would become dull and had horizontal line noise. The customer reported the issue was found during inspection prior to a therapeutic procedure. The procedure was completed with a similar device. The customer reported no event additional information was available. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported image issues were not confirmed. Visual examination showed the adhesive on the bending section cover was scratched and chipped. The following components were scratched: control unit; hand grip; up/down plate; right/left plate; angulation lever; switch button 1; light guide connector; light guide cover glass; video connector case; and video connector. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device instructions for use document was reviewed: this document contains several entries relevant to detecting the issue found. "3.8 inspection of the endoscopic system -inspection of the endoscopic image confirm that the wli and nbi endoscopic images (except bf-mp290f) are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope's distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.